Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the asymptomatic patient presented to the clinic and the right ventricular lead exhibited high capture thresholds. A replacement procedure was scheduled. The lead remained implanted and the patient was doing well.